Event description:
Customer reported via phone call that the insulin pump showed some button error alarms in the alarm history for (B)(6). Blood glucose value is unknown. The customer does not recall any significant events leading to the alarm. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to flattened act button dome switch. No button error alarm during testing noted. The insulin pump received with cracked case at display window corner, reservoir tube, broken reservoir tube lip, minor scratched and cracked display window, missing end cap sticker.